Event description:
It was reported that during attempted implant of the right ventricular (rv) lead, the helix mechanism extended on its own multiple times, without use of the rotation tool kit, while the rv lead was being advanced in the venous system down to the rv. Therefore, the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.